Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet stopped displaying dexcom g7 glucose readings after the user left the pump in a different room while showering, and readings resumed once the pump was back within range. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no need for medical care. Investigation included customer service troubleshooting and user education regarding bluetooth communication range. Investigation of this case revealed that the loss of readings was attributable to temporary loss of bluetooth connectivity due to distance, with normal automatic reconnection when the devices were back within range. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to expected communication loss.